Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in (B)(6) 2014. Concomitantly, an essure was performed. One week following the procedure, the patient presented to the ER for pain. CT testing revealed free air in the abdomen and a pelvic hematoma. The physician reported concern for a perforation but it was not conclusive on the CT. The patient declined diagnostic scope and was admitted for observation overnight. The patient was discharged the next day. The patient returned to the hospital due to temperature of 101 and was readmitted overnight and discharged the next day. The patient was examined two days later at the clinic and the physician reported a change in the patient¿s condition. Another CT was done and there was a questionable spot on the bowel and increased free air on repeat. The patient underwent another procedure performed by a general surgeon. A full thickness burn of the fundus near the fibroid location and small bowel burn was found. Six cm of the bowel was resected. Follow up hsg was done and the patient had contrast leaking from the back of the uterus near location of fibroid. No tubal leaking was reported. The patient reported no menstrual bleeding but was still taking previously prescribed birth control. The patient did report discomfort in abdomen during menstruation. Additional information has been requested.